Event description:
It was reported to tyco/kendall healthcare on 11/11/2005 that a customer had a problem with the single lumen PICC catheter. The customer states; a pin hole was found in the single lumen PICC below the stabilizing wing.